Event description:
Caller alleged false positive troponin (tni) results on one pt. Results as follows: pt presented with dizziness and vomiting. Pt diagnosis: severe vertigo and new lt bundle branch block. The following tni cut off's were used: <0.10 = normal, 0.10 - 0.39 = abnormal, less than or equal to 0.40 = abnormal.

Manufacturer narrative:
Investigation pending.